Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose level of 597 mg/dl, which was treated with a bolus delivery from the insulin pump. The caller stated that the day prior to the phone call, they had called and had the battery cap of the insulin pump replaced. But, the day of the current phone call, their blood glucose had been high, the entire day, due to no insulin delivery from the insulin pump. The customer was thirsty, had increased urination, was moody, and had a headache. The customer's doctor had not contacted. Troubleshooting was performed for the insulin pump. The drive support cap was recessed. Insulin did not exit during the manual priming process. The caller stated that they found a leak from the infusion set tubing, near the reservoir. The caller declined further troubleshooting. Noting further was reported.